Event description:
The user facility reports a leak at the connection between the pump segment tubing and connector. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded and a new line was set up to resume and cpmplete treatment. Ebl = 250 cc. No pt injury or need for medical intervention is reported.